Event description:
Reporter stated that patient obtained back-to-back blood glucose results of approximately 400 - 500 mg/dl and 10 - 25 mg/dl (exact values were not provided) on the compact plus system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in foreign country.